Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the units cpu board. Problem was resolved.